Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation: service and repair evaluation: the customer reported that that the item handle battery powered driver has an unknown allegation. The repair technician reported that discolored vent and wires, cracked contact plate, fast forward, forward and reverse were intermittent, debris on barriers. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. H3, h4, h6: device history record (DHR) review conducted: part# 05.000.008 synthes lot# 005760 supplier lot# 005760 release to warehouse date: 10.apr.2014. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item hand piece for battery powered driver has an unknown allegation. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided. During manufacturer's investigation of the returned device it was found that the device has discolored vent and wires, cracked contact plate, fast forward, forward and reverse were intermittent, debris on barriers.